Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. The patient reported that their ins/battery pack is on the surface of their skin and rubs on their pants and is not placed well. Caller states she is afraid to tell their doctor this as they may want to just take it out and not help the patient anymore.  There were no patient complications reported as a result of this event.